Manufacturer narrative:
Report numbers: 1038671-2024-04452 and 1038671-2025-00588 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04452 and 1038671-2025-00588. The revision reported was likely the result of full thickness prosthesis wear of the posterior edge of the tibial insert and subsequent wear between the tibial tray and femoral component secondary to contributions from instability and/or combined tibial slope leading to articulation of the femoral component on the posterior edge of the tibial insert. However, the contributions of instability or component positioning to the sequence of events cannot be confirmed as the devices were not available for evaluation and neither radiographs nor clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 9 years post initial left total knee arthroplasty (tka) using cr slope with tibial insert, the patient complained of knee swelling and pain. The surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of all knee device was performed. Breakage and wear was observed in the retrieved tibial insert. Also, damage was observed in posterior of tibial tray due to contacting to the femoral component. The surgeon decided to replace all components with a competitor prosthesis. The tibial tray was damaged and found metal powder. The surgeon retrieved and cleaned it appropriately during the surgery. The patient's bone quality was normal and the patient had high activity level. It was also noted that the patient had not worn a knee brace following surgery. The event did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 200-04-32 optetrak cemented tibial tray with fin 2f/2t (B)(6). 230-02-03 optetrak cr cemented ak femoral component l3 (B)(6).